Event description:
The customer reported that the unit failed the shock test during opcheck.

Manufacturer narrative:
The customer reported that the unit failed the shock test during opcheck. The device was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the problem.